Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a shoulder arthroscopic rotator cuff tear surgery, 1-2 hours after starting use with the vapr tripolar 90 suction elect device, it was observed that the device operated continuously and evaporation sound continued even though the hand switch button was not pressed. According to the reporter, after the hand switch started to malfunction, the foot switch was used instead. It was reported that the foot switch device worked, but the surgeon felt stressed as a muscle advancement procedure was performed, and the operation took a long time. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions worked as intended. On foot pedal mode, the device was able to work on ablation and coagulation. The electrode will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not received in its original packaging, a bag only. The tip is used and ceramic scratched. Handle assembly is in good condition. Cable and plug are in good condition. Procedural debris in suction tube. Electrical checks: the device passed all the parameters. Functional checks performed using generator: the device passed all functional checks. The handswitch buttons were pressed and held repeatedly for 2 minutes with no issue seen. The switch boot was removed to inspect for evidence of saline ingress. Some evidence of saline is visible around switch 3. The device was then split open to inspect the pcb hand switch contacts. Some evidence of gaps in the glue can be seen, and the glue coverage has bubbles throughout. However no saline was noticed in this area. The device as presented, passed all electrical and functional checks conducted on it. After removing the switch boot and inspecting the underlying switches, some evidence of saline ingress could be seen. Many bubbles are evident in the conformal coating and some separation of the glue from the pcb housing can be seen. Further investigation conducted by principal engineer: to confirm the returned electrode displayed the reported error, the test detailed in ncr to recreate the fault condition was conducted. The complaint device was activated for 20 minutes using generator with saline dripped onto the switch connector. After the conditioning, the activation button (yellow) was pressed and the rf power remained ion' when the button was released. This confirms the fault is present. The plug was removed from the generator and the impedance of the instrument switch circuit was measured at the plug. This was 67q @10khz which falls below the maximum switch threshold impedance measured on production generators as part of the original investigation. This further demonstrates that the fault is genuine and could be seen on a generator in the field. The assignable root cause was identified as design, which was escalated to CAPA. Device conformity to requirements: as detailed earlier in this report, incomplete conformal coating was observed around the switch connector. With uv light, the exposed conductors of the connector can be seen. The requirement on cable assembly drawing, is that the conformal coating covers all exposed conductors. What can also be observed is a large quantity of air bubbles within the conformal coating material. This is an indication that the shot size during the dispense operation was less than required due to the presence of air and hence, incomplete coverage. Conclusion: the conclusion of this investigation is that the fault was caused by a manufacturing error due to not enough adhesive dispensed. A further risk assessment has been undertaken against the pfmea for the product.1 complaint has been received from the products that were reworked under for this fault. A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated by atl UK shows this type of event to be of low occurrence with 1 complaint in (B)(4) individual tripolar devices shipped during the same period. This is within our anticipated risk. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent/unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious' - results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as 'as low as reasonably achievable' (alra). Device history review: a manufacturing record evaluation was performed for the finished device u2411015 number, and no non-conformances were identified.